Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents. It should be noted that the mitraclip system instructions for use, states: ¿initial mitraclip system positioning in the left atrium" and ¿do not deflect the sleeve tip more than 90 degrees as device damage may occur." The user error was associated with curving the device slightly greater than 90 degrees. In this case, since it is not definitively confirmed whether the user error of curving the device slightly greater than 90 degrees led to the gripper actuation issue. All available information was investigation and a cause for the gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. A mitraclip xtr was advanced, however one of the grippers was not lowering. Troubleshooting attempts were done, however unsuccessfully. It was noted that the clip delivery system (cds) was slightly curved more than 90 degrees. The clip was not implanted and was removed from the anatomy. Another clip was implanted to complete the procedure, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.